Event description:
It was reported that the pump logs revealed a motor stall, multiple resets due to low battery, stopped pump may exceed tube set message and pump in safe state. No other information was provided at the time of the report. Additional information has been requested from the hcp, but was not available as of the date of this report.